Event description:
It was reported that there was loss of capture noted on the right ventricular lead. The patient was not dependent. At higher outputs, the patient had pectoral stimulation. Programming changes were done. The patient wasn't paced ventricularly before the base rate was programmed. Patient was stable before and after programming changes.